Event description:
Int'l affiliate reports the surgeon changed the valve's pressure setting on 3 different occassions and each time followed by checking the x-ray. Each time the x-ray did not reflect the set pressure. The valve was removed and a new one implanted with no further problems.